Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible lead malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impededance test result. Additionally, the patient no longer feels device stimulation. The patient has not reported any recent injury or trauma that many have damaged the vns therapy system. Lead break is suspected. Revision surgery is likely. No serous injury was reported in conjunction with the high lead impedance condition.

Manufacturer narrative:
The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications.